Event description:
A consumer reported experiencing occasional flickering following bilateral intraocular lens (iol) implant surgery. The surgeon reported that he did not think that the device caused or contributed to the event. In a follow up, the surgeon reports the outcome of the event as "excellent". There is two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/04/2008 and 11/20/2008 by phone, fax, and mail. A completed questionnaire was returned on 11/10/2008.